Event description:
Smiths medical intl ltd, has been notified of an event where the user alleges leakage through cuff after in place for less than two weeks. Sp02 dropped and cuff was found to have been torn. No adverse event reported.